Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the caller to return the problematic pump and confirmed that a replacement pump with updated software would be sent. The caller was instructed to put the pump into storage mode and acknowledged the steps required upon receiving the replacement pump, including returning the old pump via ups within 10 days.